Event description:
Allegedly the threaded portion of t-handle broke off.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: useful life expectancy met. The complaint was reviewed and photographic images were made of product. (B)(4).